Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturing representative. It was clarified that the surgeon believed their was an infection.

Manufacturer narrative:
Patient weight updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1dc1s, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. (B)(4).

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient had an exposed extension. The patient¿s surgeon also opened the right-side ins pocket to check for infection. The patient¿s ins, lead and extension were all removed from the right side. There were no issues with the patient¿s devices on the left, and they remain intact. No complications or further complications were reported.